Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that during the night of (B)(6) 2014, an alarm started to sound from the isolated area due to an electrical leakage. The nurses called the maintenance service of the hospital and they decided to disconnect all the devices that were connected to the power grid. When the personnel went to the power supply connected to the ids (infinity docking station) with the monitor infinity delta, they disconnected the connector of the power supply and a flame appeared at that moment. The electrician used an extinguisher and immediately put out the fire. No injuries were reported. (B)(4).